Event description:
It was reported the patient underwent a percutaneous heart catheterization. The 5f engage introducer sheath was left indwelling as the patient was moved to the holding area. When an attempt was made to remove the introducer, resistance was felt and another attempt was made by decreasing the angle of the sheath to skin surface, the resistance remained. The sheath "broke" about 1/2 inch down from the bottom of the hub, leaving 10 cm length of the remaining tube portion of the sheath in the patient. The sheath was surgically removed and the patient was reported to be fine. The patient was reported to have arterial calcification. The introducer will be retained by the hospital.

Manufacturer narrative:
No product was returned; however eleven photos were obtained of the used product. Eleven images were visually inspected; no device components were returned. The images show an object consistent in appearance with a 5f engage hemostasis sheath. Based solely upon the aforementioned images, it appeared that the sheath tubing had been severed approximately 0.4" distal to the strain relief. Stretched and torn material was visible on the distal end of the attached tubing segment and on one end of the detached tubing segment; the damage indicated forcible detachment. No additional evaluation was possible. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The engage hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The engage introducer sheath instructions for use (IFU) states individual patient anatomy and physician technique may require procedural variations. The engage introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted.